Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Upon the ccc specialist's instructions, the customer ran quality control and precision testing. A siemens customer service engineer (cse) was dispatched to the customer site. The cse reviewed the quality control and precision data, which were acceptable. The cse examined the integrated multi-sensor technology system and found that the tubings were intact. The cse did not find any evidence of the issue. The customer believes that there was a clot or fibrin in the sample. A siemens headquarter support center (hsc) specialist reviewed the instrument data and did not find any instrument issues. The hsc specialist concluded that the cause of the discordant result was sample specific, due to poor sample quality and the presence of gel, fibrin, micro-clots, and/or cellular material impacting the proper sample aspiration for the dilution of the initial sample. The hsc specialist recommended the customer to centrifuge the samples as per tube manufacturer's instructions. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium (na) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was repeated on the same dimension exl instrument, resulting higher. The repeat result was reported as a correct result to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na result.